Event description:
I have been under the use of amo complete moisture plus contact solution. The first problem occurred when I experienced severe inflammation of the left eye. I t burned and turned a violent red color. Pain was shooting through it with an intensely sharp pain. It continued to be red for a week and a half. Later, it still had a continuing sharp pain throughout this time and after. I finally went to my primary care physician to get medical attention. She did not know the problem. I threw away those contacts and case. I used another new pair of contacts and purchased a new contact lense case. However, I experienced the same sharp pain and inflammation of the eye. I again contacted numberous eye drs and pharmacists, so that I could get any explanation of what was happened. I have worn contacts for almost five years and never had any problems before. So again, I had to throw away my contacts and bought another new case. I had problems for the third time when my eye became into the same state. I have had severe redness, sensitivity to light, burning, sharp pains, and terrible eye problems.